Event description:
Customer's mother reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. The blood glucose reading is 136 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk.